Event description:
Information was received indicating the increase in seizure frequency, duration and strength as well as having more grand mal seizures was not related to vns therapy. The frequency is below pre-vns baseline levels. The patient started hormone therapy for her seizures and since the patient has cognitive impairment, her caregiver reports that she believes the vns is not working; therefore it was turned down with an improvement. No additional relevant information has been received to date.

Event description:
It was reported that the patient has been having more frequent seizures which have increased in strength and duration. Her seizures type has also changed from partial to all grand mal seizures. She stated that her physician decreased the output current and decreased the off time so the device would go on more frequently. She stated the magnet does help the seizures stop sometimes but not all the time. No additional relevant information has been received to date.